Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician; (B)(4); no complaint was received with return on device. Failure (event) observed during analysis. Analysis found an anomalous high voltage capacitor.